Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that her son experienced high blood glucose. The customer¿s blood glucose level was 452 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose with insulin pump. The insulin pump was on auto mode at the time of incident. Based on customer report customer did not allege pump was under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer stated that the sensor came off. Customer did not receive a sensor updating or sensor glucose value not available alert. Customer did receive a calibration not accepted alert and change sensor alert. The insulin pump will not be returned for analysis.